Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the event. The cause and treatment for the peritonitis was not reported. On an unreported date, the patient stopped pd therapy and switched to hemodialysis. It was not reported if the peritonitis was resolved. No additional information is available. Additional information was requested but is not available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned, a device analysis could not be completed. If there is any further relevant information from that review, a supplemental report will be submitted.